Event description:
It was reported a peripheral orbital atherectomy device (oad) was used to treat a heavily calcified lesion in right proximal anterior tibial artery (at). After two low speed treatments and one medium speed treatment, the viperwire peripheral guide wire fractured in half and was successfully snared. There were no adverse patient effects and the procedure was delayed by 30-40 mins. This was not considered clinically significant delay. The procedure was completed using a non-abbott device, 2.5x240 jade balloon, and nc trek balloon to open up at. It was unknown how the guide wire fracture occurred.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a peripheral orbital atherectomy device (oad) was used to treat a heavily calcified lesion in right proximal anterior tibial artery (at). After two low speed treatments and one medium speed treatment, the viperwire peripheral guide wire fractured in half and was successfully snared. There were no adverse patient effects and the procedure was delayed by 30-40 mins. This was not considered clinically significant delay. The procedure was completed using a non-abbott device, 2.5x240 jade balloon, and nc trek balloon to open up at. It was unknown how the guide wire fracture occurred.

Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The reported guide wire fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to circumstances of the procedure. There is rotational wear on the surface of the wire near the fracture site. Testing has shown that excessive wear between the guide wire and oad tip bushing may occur due to tortuosity, tight bends, and/or buckling of the guide wire due to being advanced forward against resistance which compresses the guide wire into a bent/buckled shape. It is hypothesized that the excessive wear led to the eventual fracture of the guide wire, although the exact root cause of fracture remains undetermined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4755, 4118, 3233, and 11 no longer apply.